Event description:
Additional information was received from the representative on (B)(6) 2017. It was clarified that it was unknown when the patient first started experiencing stiffness as when the patient was asked pre-operation if there were any problems they replied "no." It was reported that no cause of the catheter fracture was determined. It was indicated that the pump was sent to pathology per the hospital protocol and would not be returned as there were no alarms or volume discrepancies with the pump. It was reported that all of this information was collected at the time of the case. It was also previously indicated that the catheter would not be returned as it was discarded. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal [2000 mcg/ml] at a dose of 590 mcg/day via an implantable pump for intractable spasticity and stiff man¿s syndrome. It was reported on (B)(6) 2017 that the patient presented on this date (B)(6) 2017 for a routine pump replacement. It was indicated that the event occurred on (B)(6) 2017 during the procedure in the operating room (or) where there was no cerebrospinal fluid (csf) flow at the catheter. Surgical exploration and fluoroscopy were done in the or as troubleshooting performed and a fractured catheter was discovered via a fluoroscopy picture. It was noted that the patient had denied any issues with the pump in the pre-operative area but after the case said, ¿I wondered why I was so stiff.¿ surgical intervention was taken to resolve the issue as the catheter was completely explanted and replaced with a new catheter. The dose was decreased from 590 mcg/day to 150 mcg/day post-operative. It was indicated as any environmental/external/patient factors that may have led or contributed to the issue that the patient was taking over 150 mg/day of valium with cognitive sequela. At the time of the report, it was unknown if the issue was resolved and the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report of surgical intervention). The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked but unknown. The patient¿s concomitant medications included valium at a dose of 195 mg/day. No further complications were reported or anticipated.